Manufacturer narrative:
Device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. The suction tube was returned to the manufacturer for evaluation: failure analysis: the evaluation verified the complaint as valid. The tube is unwelded. According to the customer, it has only been sterilized once at receipt. Root cause: this issue is due to an improper welding of the tube during the manufacturing operations. This is a human error, not detected during the final inspection. There was no adverse trend; however, a reminder has been performed to the operators.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the suction tube (cp337) received a few days ago broke and it was only sterilized once. The cannula unwelded / unsoldered during its first handling. The device was not in contact with a patient thus, there was no injury, alleged death. There was no increased surgery time.